Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator became inoperative. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
The service engineer (se) inspected the device and unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.